Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that troubleshooting was performed for the critical pump error and they received the critical pump image on the screen. The device will be returned for the analysis.